Event description:
The rptr stated the surgeon implanted a micl 12.1mm implantable collamer lens in the pt's left eye on (B)(6) 2011. Anterior opacity was first observed on (B)(6) 2012. Bscva at that time was 20/50. Pt also experienced blurry vision. On (B)(6) 2012, the pt had cataract surgery, the icl was explanted and a iridectomy was performed. A competitor's iol was implanted. Pt's last visit on (B)(6) 2012, bscva 20/30. Rptr stated cause of adverse event is unk but the device did not cause or contribute to this event.

Manufacturer narrative:
(B)(4). Eval codes: method - (other): lens work order search, medical review. Results - (other): a lens work order search was performed and no similar complaints were found within the same work order. Medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. (B)(4). Cataract extraction was performed in this case which resolved the problem. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).